Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads , upn: (B)(4), model: sc-8336-70, serial:(B)(4), batch: 7050282.

Event description:
It was reported that patient developed severe swelling around the ipg and lead sites. It was unknown if the severe swelling was device or procedure related as the physician had not seen it before. The patient underwent an explant procedure and was prescribed antibiotics post operatively. The explanted ipg and paddle lead were not returned.